Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called and reported that customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer states the continuous glucose monitoring system did not threshold suspend the pump, and they think the transmitter is not working. The customer was at 162 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as fainting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was having sensor glucose versus blood glucose differences of 80 to 100 points. The insulin pump will not be returned for analysis.